Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: va1bytp007, ubd: 27-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that  the patient had ins and one lead replaced. It was noted the lead had  migrated out of the epidural space and therefore, healthcare provider (hcp) planned to replace it during procedure.  Once the patient was in the or, it was noticed that the lead was already broken and when hcp removed the lead, part of the 8 contact could not retrieved and it was left implanted. Caller assumed it was left in sub-cutaneous tissue since the lead had migrated out of the epidural space. Caller will not be returning any explanted product.